Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented in clinic for a follow up. Device interrogation revealed, high pacing impedance on the right ventricular (rv) lead under sensing was also noted, on the atrial (ra). The physician elected to explant and replace the rv and ra lead. The patient was in stable condition.